Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multigravida (10) and parity 2. On (B)(6) 2011 essure confirmation test was done and showed bilateral occlusion. Concurrent conditions included obesity and pain in elbow. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced allergy to metals ("possible nickel allergy"). In (B)(6) 2010, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), urticaria ("hives") and the second episode of vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). In 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced cystitis ("bladder infect."). The patient was treated with surgery (dilation and curettage). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, headache, cystitis, migraine, fatigue, alopecia, weight increased, allergy to metals, dyspareunia, uterine leiomyoma, the last episode of vaginal discharge, pelvic pain, back pain, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urticaria, uterine leiomyoma, vaginal infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: coils on left :2, on right :2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received. Reporter information updated. Case was upgraded from other event to incident. Lot number added. Previously reported event rash and skin condition are updated with hives. New events: possible nickel allergy, migration of essure device location of device: uterus, dyspareunia (painful sexual intercourse), uterine fibroids, vaginal discharge, pelvic pain, back pain, vaginal infection, abdominal pain were added. Medical history, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, multigravida (10) and parity 2. On (B)(6) 2011 essure confirmation test was done and showed bilateral occlusion. Concurrent conditions included obesity and pain in elbow. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted.in 2010, the patient experienced allergy to metals ("possible nickel allergy"). In (B)(6) 2010, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), urticaria ("hives") and the second episode of vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). In 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced cystitis ("bladder infect."). The patient was treated with surgery (dilation and curettage/ essure removal surgery). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, headache, cystitis, migraine, fatigue, alopecia, weight increased, allergy to metals, dyspareunia, uterine leiomyoma, the last episode of vaginal discharge, pelvic pain, back pain, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urticaria, uterine leiomyoma, vaginal infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: coils on left :2 on right :2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received : essure removal details were added. Event of genital hemorrhage was downgraded to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, multigravida (10) and parity 2. On (B)(6) 2011 essure confirmation test was done and showed bilateral occlusion. Concurrent conditions included obesity and pain in elbow. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010. In 2010, the patient experienced allergy to metals ("possible nickel allergy"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), urticaria ("hives") and the second episode of vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). In 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced cystitis ("bladder infect."). The patient was treated with surgery (dilation and curettage/ essure removal surgery). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, headache, cystitis, migraine, fatigue, alopecia, weight increased, allergy to metals, dyspareunia, uterine leiomyoma, the last episode of vaginal discharge, pelvic pain, back pain, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urticaria, uterine leiomyoma, vaginal infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: coils on left :2 on right :2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, multigravida (10) and parity 2. On (B)(6)2011 essure confirmation test was done and showed bilateral occlusion. Concurrent conditions included obesity and pain in elbow. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2010 to (B)(6)2010. In 2010, the patient experienced allergy to metals ("possible nickel allergy"). On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), urticaria ("hives") and the second episode of vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). In 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced cystitis ("bladder infect."). The patient was treated with surgery (dilation and curettage). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, headache, cystitis, migraine, fatigue, alopecia, weight increased, allergy to metals, dyspareunia, uterine leiomyoma, the last episode of vaginal discharge, pelvic pain, back pain, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urticaria, uterine leiomyoma, vaginal infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: coils on left :2 on right :2 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.